Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure for an aneurysm case, it was observed that the console device had a connection issue on port 2 with the motor device and foot pedal device. According to the report, the port 2 on the console device was not recognizing the motor device and foot pedal device. It was further reported that the event occurred during set-up for the procedure before use on the patient who was under anesthesia. It was reported that there was a two minute delay in the procedure due to the event, and an identical spare console device was available for use. The attending surgeon then proceeded to decorticate the skull for the craniotomy procedure. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The console device was evaluated and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the cover was broken on the top left corner. It was determined that this condition was due to mishandling of the device by dropping or hitting the device against something resulting in the broken cover. The assignable root cause of this condition was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.